Event description:
It was reported that during a pta treatment procedure, balloon deflation difficulties occurred. The physician was post-dilating the internal carotid artery after successfully placing a stent. The vessel was very tortuous with 70% stenosis. The physician encountered no difficulty when inflating the balloon. The first dilatation was performed at 6atms for 15 seconds. When the physician was deflating the balloon he encountered difficulties. The balloon was eventually completely deflated by negative pressure and removed from the patient's body. During the deflation difficulties the patient did not have any symptoms. The procedure was completed with another of the same device. There were no reported patient complications and the current patient condition is reported as "good". The ultra-soft sv balloon is indicated for the percutaneous transluminal angioplasty of the iliac, femoral, ilio-femoral, popliteal, renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae.